Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly, it was confirmed that two channels were extra cochlear. A full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final reporrt.

Event description:
Hearing performance is affected. No trauma has been reported.

Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing performance. In situ measurements show up to five channels with hi impedance due to undetermined reasons. The recipient will be monitored by the clinic until november 2019. After that further steps will be decided. This is a final report.

Event description:
Hearing performance is affected. No trauma has been reported. As per new information received, the user was able to imitate all ling sounds. No difference in terms of hearing performance was reported. The recipient will be monitored by the clinic until november 2019.